Event description:
Reported as "the patient has suffered from vomiting, abdominal pain and weight regain. Under x-ray, they found a leakage and disconnected port".

Manufacturer narrative:
Taper I; visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. No additional information has been reported to inamed regarding serial number of the band or exact implant/explant dates.